Event description:
It was reported the pt experienced pain whenever she breathed. The pt's symptoms occurred following device implant. The pt's symptoms were located at the lead-extension connection near the right shoulder blade. The leads were implanted in the cervical area. The pt experienced stimulation in the legs rather than the feet only. The pt was directed to contact the physician. The pt had a reprogramming session scheduled for 2008. At the time of the report, the pt was at work. The pt status was undetermined. Add'l info has been requested from the hcp, but was not available as of the date of this report.